Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® k2e 5.4mg plus blood collection tubes were underfilling. No report of injury or medical intervention. No report of blood exposure to mucous membrane.